Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet bionic pancreas experienced frequent low blood glucose, including drops after meal announcements and overnight, and asked whether a factory reset was needed. Symptoms included hypoglycemia with a documented nadir of 64 mg/dl and device alerts for low and urgent low. Outcomes included self-treatment with approximately 5 ounces of cranberry juice, no need for assistance, and no medical intervention. Investigation included troubleshooting and education with review of device alerts related to low and urgent low glucose. Investigation of this case revealed that the exact cause of the hypoglycemia was unclear, with no specific device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.